Manufacturer narrative:
(B)(4). The analysis results found that the 6tb45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. Batch history review has been completed with no anomalies reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic "recto-sigma" procedure, the device expelled the staples in a wrong way and did not cut. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional followup: the staples were not well formed. It completed the stapling line. It was used in a normal colon tissue. In the first machine stapling. No longer used the machine and immediately pulled back. Not crossed with any stapling line nor clips. It was not noted any unexpected noises. The machine was not forced nor the triggers. It returned itself to the normal position. The machine was retrieved from the tissue without any problem but it did not cut.